Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and d7 explant date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited impedances spikes on the right atrial (ra) channel. The impedances were high and out of range greater than 2000 ohms. The atrial thresholds were also observed to increase. The system will continue to be monitored. The ra lead is another manufacturer's product. Additionally, this patient was scheduled for a right atrial (ra) lead revision procedure. Technical services recommended to replace the implantable cardioverter defibrillator (ICD) during the competitor ra lead revision procedure. Both devices were explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited impedances spikes on the right atrial (ra) channel. The impedances were high and out of range greater than 2000 ohms. The atrial thresholds were also observed to increase. The system will continue to be monitored. The ra lead is another manufacturer's product. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited impedances spikes on the right atrial (ra) channel. The impedances were high and out of range greater than 2000 ohms. The atrial thresholds were also observed to increase. The system will continue to be monitored. The ra lead is another manufacturer's product. Additionally, this patient was scheduled for a right atrial (ra) lead revision procedure. Technical services recommended to replace the implantable cardioverter defibrillator (ICD) during the competitor ra lead revision procedure. Both devices were explanted and replaced successfully. No additional adverse patient effects were reported.